Event description:
The german market unit provided the following customer report: reddish plasma and long blood pump tube. Exact procedure according to pcb documentation for complaint number (B)(4) - machine serial no. (B)(6): after 29 min. Donation time and approx. 467 ml plasma, machine alarm reddish plasma only in prox. 2/3 of the plasma tube, distal 1/3 and contents of plasma bottle colorless. Center physician on site. Donation stopped without nacl administration. Blood pump tubing on the upper adapter has also become long, y-connector is no longer in the socket. Photos and sample available. Centrifugate plasma tube hemolytic, followed by a be on the donor (not blood tube) with subsequent centrifugation. The centrifugate shows a reddish supernatant as an indication of hemolysis. Reddish urine is excreted at around 13:30. Immediate termination of the donation without returning the cells, application of a tourniquet. Oral administration of dextro, close monitoring initially in the waiting area. After inspection of the hemolytic centrifugate after be, the ambulance service was notified immediately to transport the donor to a hospital for monitoring. Hand over to the transport service at 14:15 including hand over protocol. Until then, the donor was monitored in the doctor's room. Regarding the current state of health, here is an excerpt from our the center physician: "the donor contacted us by telephone. According to the donor, the blood values in the emergency room were still "slightly elevated", and she was discharged home the same evening with the instruction to monitor the situation and have the blood values checked again by the family doctor on thursday. No more macrohaematuria by the evening. It was agreed with the donor that in the event of a (currently not expected) deterioration in her state of health, she would immediately contact either us, her gp or the emergency room and inform us of the results of the blood test on thursday.

Event description:
The plasma line was not returned, only the sealed-off blood pump tubing and the sealed-off separation device were returned. No scrape marks were found on the rotor and inside the case. No leaks were found in the rotor membrane. There were no defects with seal ring and eyelet. The pivot showed heavy wear. The pivot ridge was not visible anymore, as the wear had reached the upper edge and the outer edge of the pivot ridge. The dental cast of rotor bearing cavity showed no deformation or defects. The ovality test was passed. The i.d. Of the case plasma port was concentric to the o.d. At the time of measurement, the length of blood pump tubing between y2 and y3 connectors was measured to be within the specified limits. The blood pump tubing showed signs of stretching and abrasion, it looked as if it had been simultaneously depressed and flattened. There were scratch marks and cloudy parts at the blood pump tubing, consistent with damage caused by the blood pump. The customer complaint was confirmed. The root cause of the reported defect involving long tubing is commonly associated to 1) the tube becoming elongated during the collection process. This elongation can occur due to the machine pumps applying pressure, which may inadvertently stretch the tubing, creating the effect of a "long" tube. 2) tubing could have been out of tolerance from the start due to the automatic tubing cutter variation in the manufacturing process, resulting in a long tubing. To ensure a thorough analysis, an internal investigation was initiated to address this defect and identify any potential new root causes. In addition, it was discovered the presence of lubricant on various pump components. Lubricant may allow tubing to slide, elongate, kink, and cause hemolysis. To assure the integrity of the kit, the following controls are established at the manufacturing site: 1) tube measurement at the beginning of the shift, 2) tube measurement when the tube is changed, 3) tube measurement when the cut machine is intervened, 4) tube measurement every hour, 5) preventive maintenance to the cutter machine. Additionally, the following quality controls are in the process 1) dimensional inspection to a random sampling every hour and 2) installation test to the first unit of every module to simulate the client's process and placing the tubes in each pump to verify the correct length and location of the components.